Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence, 2nd degree uterine prolapse, 3rd degree rectal enterocele and urethrocele. It was reported that the patient underwent the concurrent procedures of retropubic urethral suspens, repair of rectocele, cul-de-sac operation nec and cystoscopy. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh and ams monarc were implanted. It was reported that the patient underwent a gynecological procedure on (B)(6) 2013 and bard align was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that patient underwent revision and removal on (B)(6) 2013 due to sui, pain, mesh erosion and pelvic floor prolapsed. No additional information was provided.